Event description:
It was reported that the user experienced a hypoglycemic event while walking at a holiday gathering and, required assistance from another person to administer honey when the user became confused, with no device alerts or alarms reported. Symptoms included confusion consistent with hypoglycemia. Outcomes included transient interference with normal activities without long-term sequelae. Investigation included complaint intake and outreach to obtain additional information. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear, and no evidence of device alarm malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.